Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. The function of this alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. The battery was not returned for evaluation. Review of the receiving inspection records confirmed that the associated device met all requirements for release. Log file analysis revealed that a critical battery alarm occurred on 08/31/2016 at 01:48:38. The data point prior to the critical battery alarm, at 01:46:47, revealed that the battery was at 54% relative state of charge (rsoc). During the critical battery alarm, the battery dropped to 7% rsoc. Typical communication errors will drop the rsoc to 0% rsoc. During this instance, the battery was not the active battery, yet still dropped capacity. Given that the capacity dropped to 7% rsoc may be indicative of an estimation error. However, analysis could not be performed since the device was not returned. The most likely root cause of the reported event can be attributed to an estimation error, which resulted in the battery's capacity to drop below 10 % rsoc, triggering a critical battery alarm. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient came in for his routine clinic visit, a review of his log file data revealed a critical battery alarm when the battery was more than 10% charged.  The site reported that there was no known damage done to the battery and there was no known visible damage on the unit.  The device was exchanged with no reported patient consequence.